Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and hospitalization, also reported received some sort of alarm on pump with blinking red but nothing was logged in alarm log. Report of other missing low alarms on pump.no delivery/occlusion alarm, audio/vibrate anomaly/absence of alarm. The customer reported blood glucose value of 26 mmol/l. The customer reported hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. Customer reported high bgs. Customer has been using the insulin pump system within 48 hours of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further analysis of the pump history found pump error 130 alarm on (B)(6) 2024 at 19:05:15.000. No insulin flow blocked/no delivery alarm noted 1 week prior to the event date 18-apr-2024. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected no delivery alarm/insulin flow blocked or pump blinking red during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.4 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged not confirmed for no delivery alarm/occlusion alarm and sort of alarm on pump with blinking red. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.